Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Unknown orthopedic surgery. Did a piece of the needle fall into the patient? No information. If yes, was the needle piece removed, and how? N/a. Were x-rays taken to locate the needle piece(s)? No information. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? The needle removed during the initial procedure. Was there any additional tissue damage as a result of searching for the needle piece? No information. What was the size of the needle used? Ctb-1. 36mm. What was the size of the needle that broke off into the patient? N./a. Was more than half the needle retained in the patient? N./a. No further information will be provided."

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2018 and a barbed suture was used. During the procedure, the needle broke at the body part during continuous suturing. The broken piece was retrieved. There were no adverse consequences to the patient. Additional information had been requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to FDA: 6/13/2018 additional evaluation summary: the actual sample was returned for evaluation. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominately microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture and a cup-and-cone shaped fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The manufacturing records couldn't be reviewed as the batch number is unknown